Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that probably about 6 months ago patient (pt) started noticing the implant was kind of moving in there. Pt turned it off probably 3 months ago. Pt reported then they were leaning back against the kitchen counter and the implant got caught on the lip and it instantly started hurting inside. Patient shut the device off. Patient called the doctor's office and they told patient to call manufacturer. The healthcare provider wanted pt to call their manufacturer representative (rep), but they are on vacation until the 8th. Reviewed the role of the rep and redirected to healthcare provider. Patient noted they will call rep and leave a message.